Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the hospital for a scheduled pulse generator implant procedure. During the procedure, the physician was unable to fix the atrial and right ventricular leads to the myocardium. It was suspected that this may be due to the patient anatomy and that the leads may be too hard and heavy. The right ventricular lead also had high pacing impedance that exceeded the acceptable range. The leads were not used to completed the procedure. The patient was reported to be in stable condition. Related manufacturer reference number: 2017865-2020-08706.

Manufacturer narrative:
The reported event of inability to fix the lead to the myocardium was confirmed. Final analysis found the complete lead was returned in one piece measuring 58.0 cm. The helix was found retracted and clogged with blood and tissue. After cleaning the helix, it was able to be extended and retracted normally. The extended helix was measured and found to be within specification. Analysis was normal. No anomalies were found. The reported event of high impedance was not confirmed. Analysis was normal. No anomalies were found.